Manufacturer narrative:
A review of the manufacturing documentation for the precision ipg sc-1110 revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that patient had passed away, no other information was provided.